Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper movement (bent gripper). It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in the patient with an enlarged left atrium/ventricle and thickened anterior leaflet. Two mitraclips were implanted without incident. After the case was complete, a fluoroscopy image was taken when it was noticed that one of the grippers of the first implanted mitraclip appeared to be bent outside of the clip. The gripper was bent approximately 10 to 15 degrees. The first clip delivery system was slightly curved more than 90 degrees during placement of the first clip, but there were no difficulties with grasping or clip deployment. There was no evidence of chordal rupture, tissue damage or any other leaflet injury due to the device issue. The physician could not figure out how the gripper could have become bent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip instructions for use, states: do not deflect the sleeve tip more than 90 degrees as device damage may occur. The reported improper or incorrect procedure or method is associated with the user deflecting the clip delivery system (cds) sleeve slightly more than 90 degrees during placement of the clip. In this case, deflecting the sleeve slightly over 90 degrees does not appear to have contributed to the reported issue. All information was investigated, and the reported deformation due to compressive stress appears to be related to user technique/procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na